Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2021. The evaluation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 450cc mentor memorygel breast implant experienced left sided baker grade iii capsular contracture post procedure. The capsular contracture was diagnosed through a physical examination. Additionally, right sided palpability medial weakness was noted. As a result, rights sided capsulorrhaphy, left sided capsulotomy, and bilateral prosthesis replacement was performed on (B)(6) 2021. The left sided capsular contracture was reported initially under 1645337-2020-15715 on december 18, 2020. On december 24, 2020 mentor received additional information and initial awareness of the right sided issues. This report relates to the right prosthesis.